Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. It was reported that a couple hours after the sensor was inserted, the patient was at home and started to feel dizzy and had a headache. The patient's parent brought the patient to the emergency room and upon arrival, the nurse checked the patient's bg and it was 560 mg/dl compared to the cgm that was 250 mg/dl. The patient was treated with IV fluids and insulin and was released from the hospital that same afternoon. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.